Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when clinician was examining the power cord, starting at the outlet, she noted feeling a shock and noticed the cord appeared nearly severed. Clinician reported a small arc burn on her right index finger. No interventions were provided to the clinician. The pump was taken out of service.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had shock from IV pole (clinician) was not determined because no product or device logs were returned. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when clinician was examining the power cord, starting at the outlet, she noted feeling a shock and noticed the cord appeared nearly severed. Clinician reported a small arc burn on her right index finger. No interventions were provided to the clinician. The pump was taken out of service.